Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer cannot get the information from pacemakers due to poor contact of the socket that connects the programmer and radiofrequency head. (B)(4).

Event description:
It was reported that it was not possible to program implantable devices. The programmer was returned for servicing. There was no patient involvement.